Event description:
A (B) (6) male pt contacted lifecor customer support to report that the response buttons do not work. He stated that the gel was released from the electrode belt. He removed the device to clean the gel off of himself and when he placed the device back on the device would not start up because the system continued to state "to activate device press response button". He stated that one of the response buttons was not lighting red. Support sent the pt a replacement electrode belt and monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The monitors response buttons had both of the covers torn and missing. The switch had a collapsed dome because of the lack of the force from the rubber cap. The leds on one switch was non-functional. The root cause of the damage is due to physical abuse by the pt forcibly removing the rubber cap center. The response buttons were replaced. The monitor was repaired, retested and restocked. No adverse event resulted from the response button problem. The pt received a replacement monitor.